Event description:
A peritoneal dialysis (pd) patient experienced fungal peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized. At the time of this report, treatment, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
A2. Date of birth: it was reported that the patient was "born in 2018". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.